Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they saw hcp on (B)(6) and he did a bladder scope, told them there was a bunch of gunk in their bladder, put them on catheters (that did not work), set their amplitude at 0.6 and told the patient, they could turn it up as far as they wanted without pain. Pt said, 6.0 seemed to help to begin with, then they got a uti so, they increased to 7.0 but 7.0 is not doing any good for their symptoms and when they increased it they started to feel stim in their inner hip on the opposite side of the stimulator. Pt said, now, it doesn't seem to be working like it should. Pt said recently they saw another hcp, the doctor standing in while primary hcp is out of town who told the patient to call medtronic because he does not know about interstim. Pt said hcp is not back until july 11. Reviewed they have the options to turn stim down or off until they can followup with their doctor offered to help pt use the equip to turn stim down. Pt was on program 7 at 7.0 and pt was successful to lower stim down to 4.0 when they confirmed they could hardly feel it in their hip. Recommended they monitor their symptoms. Reviewed information about changing programs. Pt said they have never tried other programs. Redirected to check with hcp before changing programs or calling hcp to possibly coordinate a rep appointment if they need help before dr ulrich comes back. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient's relevant medical history included during the call pt reported: last june or the first part of july one of the leads came loose and pt went back on (B)(6) 2021 and it was redone. Pt also reported other medical information such as: pt said the catheters did not work because they were showed how to use them while laying down with their feet in the stirrups, when they tried to use catheters by themselves, all the catheters did was irritate their vagina, caused lower stomach cramping, they were uncomfortable and getting sore. Pt said they are better off not using them they quit using them. Pt said every time they saw hcp they always did a urine specimen, but they recently saw hcp, who could not tell if the uti was cleared up or not because they did not ask pt to give a specimen. Hcp told the pt: if you are not better come back in give urine specimen pt said they are 84 years old and they have one kidney the size of a 2 year old's kidney. Pt said she has 2 kidneys, one side has only one set of tubes, the other side has 2 sets complete sets of tubes leading from the kidney to the bladder. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.